Event description:
Event description boston scientific received information that upon interrogation this device was found to be in safety mode, however it was reported that the device was not pacing at the default 60 ppm.